Manufacturer narrative:
Facility name and contact were intentionally left blank. A review of console data was performed and indicated the console was working as intended.

Event description:
Customer has a patient who is experiencing intermittent numbness and tingling in her pinky and ring finger.